Manufacturer narrative:
PMA/510(k)#: k142688 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When performing an echoendoscopy, in an easily accessible lesion, when the material collected for the sample was exposed, the tip of the needle detached itself without applying force or sudden maneuvers. The following information has been received via email on 26jun2023. Sg 27jun2023. 1. Did any unintended section of the device remain inside the patient¿s body? No. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a". The following information has been requested via email on 27jun2023. Sg 27jun2023. 1. Are images of the device or procedure available? 2. If the device is a procore needle, is the device damage located at the notch / core trap? A. If no, please specify where the damage is located: 3. Was gaining access to the target site difficult? 4. Was the device used in a tortuous position? 5. Was puncture of the target site difficult? 6. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 7. Please describe the size of the intended target site. 8. If not with the device in question, how was the procedure performed and / or finished? 9. Was the device damaged in packaging prior to removal? 10. Was the device damaged on removal from packaging? 11. Was force required to remove the device? 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? A. If yes, please specify what was observed and where on the device it was observed. 15. What is the scope manufacturer and model number that was used? 16. Was resistance felt while inserting the device through the scope? 17. Was the scope recently serviced / repaired? 18. When was the issued with the product noted? On advancement of the sheath / needle or on needle retraction? 19. Was the syringe used during the procedure, after the stylet was removed? 20. Was difficulty experienced while retracting the needle? 21. Was it possible to fully retract the needle into the sheath before removing the device from the patient? 22. Was the endoscope in a flexed or twisted position at any time during the procedure? 23. Was the stylet partially removed when advancing the needle into the target site? 24. How many samples were obtained (passes completed) with this needle? 25. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? 26. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? 27. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? 28. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? The following information has been received via email on 11jul2023. Sg 12jul2023. 1. Are images of the device or procedure available? No. 2. If the device is a procore needle, is the device damage located at the notch / core trap? Nocth. A. If no, please specify where the damage is located: n/a. 3. Was gaining access to the target site difficult? No. 4. Was the device used in a tortuous position? No. 5. Was puncture of the target site difficult? No. 6. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreatic body. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. N/a. 7. Please describe the size of the intended target site. 2-3 cm. 8. If not with the device in question, how was the procedure performed and/or finished? According to the doctor, the procedure ended in 30-45 minutes, but he did not give us more details. 9. Was the device damaged in packaging prior to removal? No. 10. Was the device damaged on removal from packaging? No. 11. Was force required to remove the device? No. 12. What intervention (if any) was required? Attempting to find the needle tip under radioscopy. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. A. If yes, please specify what was observed and where on the device it was observed. N/a. 15. What is the scope manufacturer and model number that was used? We don't have this information. 16. Was resistance felt while inserting the device through the scope? No. 17. Was the scope recently serviced / repaired? No. 18. When was the issued with the product noted? On advancement of the sheath / needle or on needle retraction? When removing material collected by the needle. 19. Was the syringe used during the procedure, after the stylet was removed? No. 20. Was difficulty experienced while retracting the needle? No. 21. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 22. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 23. Was the stylet partially removed when advancing the needle into the target site? No. 24. How many samples were obtained (passes completed) with this needle? 02. 25. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 26. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 27. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 28. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-mar-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Clarification was received from the customer that the reference in the description of event to "when the material collected for the sample was exposed" was a reference to when they attempted to expel the sample collected by the needle. Reply received: "yes, they are referring to when they attempted to expel the sample collected from the needle." Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2023157 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2023157. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause is that the needle became damaged when the user was attempting a second pass and this became exacerbated during removal which contributed to the needle tip breaking. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the tip of the needle detached itself without applying force or sudden manoeuvres. Confirmed quantity of (B)(4) device, confirmed used. According to the initial report, there was an attempt made to locate the needle tip under radioscopy. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause is that the needle became damaged when the user was attempting a second pass and this became exacerbated during removal which contributed to the needle tip breaking. Additional information was requested but this was not forthcoming, if it is received at a later date then the investigation will be updated accordingly.